Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has peritonitis but has not been in the hospital for it. The patient has been treated at home. The patient caught the infection on (B)(6) and still has it as they are treating him with antibiotics. The patient still has been able to do treatments. Follow-up with the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1041 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided), however on (B)(6) 2025 the patient¿s peritoneal effluent culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a touch contamination event involving a lack of hand hygiene prior to initiating and terminating treatment, as the patient is frequently non-compliant. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by severe abdominal pain, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event, as the patient was not performing the prescribed hand hygiene prior to initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has peritonitis but has not been in the hospital for it. The patient has been treated at home. The patient caught the infection on (B)(6) and still has it as they are treating him with antibiotics. The patient still has been able to do treatments. Follow-up with the patient¿s pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1041 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided), however on (B)(6) 2025, the patient¿s peritoneal effluent culture returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. The pdrn attributed causality to a touch contamination event involving a lack of hand hygiene prior to initiating and terminating treatment, as the patient is frequently non-compliant. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.